Event description:
In 2006, a patient received an xact stent in the left internal carotid artery. The procedure was successful and the patient was discharged home on the following day with no complications. One month later, the patient was re-admitted to the hospital with severe headache and visual disturbances. The patient was found to have a left occipital hemorrhage. The patient was monitored in the hospital and discharged home about 4 days after, with continuing visual disturbances and sudden-onset headaches. The patient's headaches are reported to be relieved with rest and acetaminophen.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.